Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for a heart transplant workout. The infection was determined to be shigella and was treated with light hyperthermia for 24 hours and ciprofloxacin for 10 days. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the external portion of the patient¿s pump cable was confirmed through the images provided by the account. Additionally, the submitted images confirmed pus coming from the patient¿s driveline exit site; however, a specific cause for the patient¿s driveline infection as well as, a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The account reported that the patient presented to the hospital on (B)(6)2020 for a heart transplant workup. During the visit, the vad coordinator noted that the patient was symptomatic and showed signs of shortness of breath (sob) and lower limb edema. The patient was given lasix boluses which helped lower the patient¿s weight. It was also noted that the patient¿s driveline was kinked and twisted, and the outer jacket was torn. There were no alarms to suggest possible damage of the driveline wires; however, further investigation of the driveline was done. A series of chest/abdominal x-rays were performed, and log files were extracted. Review of the log files provided by the account revealed no atypical events associated with the patient¿s lvas. The account¿s submitted images captured a sharp kink and slight twist in the pump cable at the terminus of the inline connector bend relief. The outer jacket had torn away from the bend relief, exposing the underling armor layer. Damage to the armor layer was also observed. The kevlar material appeared to have separated at the location of the kink, exposing the bionate cover. No further signs of damage were observed. Additional information received from the account stated that a driveline cosmetic repair was done, at which time, rescue tape was applied to the pump cable damage. It was also reported that pus was noted coming from the driveline exit site. Cultures were taken which were positive for shigella. The patient had light hyperthermia for 24-hours and was started on ciprofloxacin to be taken orally for 10 days. The patient was reportedly discharged home on (B)(6)2020. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Additionally, the IFU and patient handbook contain information on how to clean and care for the driveline. These documents instruct patients to check the driveline daily for signs of damage such as cuts, holes, or tears and to call their hospital contact right away if the driveline is damaged. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05oct2017. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that pus was noted from the driveline exit site and a culture was taken.